Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Cause was unknown and customer was sleeping during the time of the event. Subsequently, the pump shut down due to normal battery depletion. Customer's blood glucose level became elevated over 500 mg/dl. Customer delivered a manual injection to address high bg. Customer powered pump and resumed insulin delivery.